Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 17:03:36. During night drain cycle three, the patient's ultrafiltration reading was 1095ml, indicating the home patient (hp) drained 1095ml more than their maximum programmed fill volume of 1800ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.